Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the right coronary artery (rca). A 4.5mm x 8mm quantum¿ maverick¿ balloon catheter was selected for use and advanced into the implanted stent for dilation. However, the balloon failed to cross the implanted stent and the shaft was kinked. The balloon was removed directly and the physician shaped the balloon catheter shaft. The balloon was re-advanced but the shaft was fractured. The balloon was directly removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The hypotube shaft was completely separated in three locations: 7.5cm from the hub and 60 cm from the distal end of the hypotube with a 42.5cm section that had separated from either side. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube and shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the right coronary artery (rca). A 4.5mm x 8mm quantum¿ maverick¿ balloon catheter was selected for use and advanced into the implanted stent for dilation. However, the balloon failed to cross the implanted stent and the shaft was kinked. The balloon was removed directly and the physician shaped the balloon catheter shaft. The balloon was re-advanced but the shaft was fractured. The balloon was directly removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.